Event description:
It was reported that the patient was in bed side commode and while helping the patient back to the bed, the foley of the patient fell off and when the registered nurse inspected the foley to see what happened, the registered nurse realized that the balloon that anchor the foley got burst. Registered nurse notified doctor and see if the scan needs done to make sure that there was no rubber left in the patient's bladder. Doctor told this registered nurse that they will discuss what happened with the urology. Per additional information received via email on 04sep2025, it was reported that no harm to patient; it was not listed if any other tests or actions were taken. The product was not saved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device labelling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was in bed side commode and while helping the patient back to the bed, the foley of the patient fell off and when the registered nurse inspected the foley to see what happened, the registered nurse realized that the balloon that anchor the foley got burst. Registered nurse notified doctor and see if the scan needs done to make sure that there was no rubber left in the patient's bladder. Doctor told this registered nurse that they will discuss what happened with the urology.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.